Manufacturer narrative:
The permanent cautery spatula instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted pulmonary lobectomy surgical procedure, the permanent cautery spatula instrument sparked and the tip later fell inside the patient. The tip of the instrument was retrieved, however, at this time, the root cause of the customer reported failure modes is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a permanent cautery spatula sparked at the distal tip. After an unspecified amount of time, the tip of the permanent cautery spatula broke off and fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter on 04/12/2019 and obtained the following additional information: the cannula was inspected prior to use. The customer did not use a pin gage to inspect the cannula. The instrument was in use for 10 minutes when the arcing event occurred. The erbe electrosurgical unit (esu) was used with settings cut 3 and coag 3. The customer was using a small grasper, cadiere forceps, and the spatula when the arcing event occurred. The faulty instrument was not removed any time prior to arcing. The wrist was straightened when the instrument was removed during the procedure. There was no collision reported. The monopolar cord was not connected to the bipolar instrument. The customer confirmed no patient injury nor bleeding/medical intervention. The fragment was retrieved by a laparoscopic grasper during the same procedure. It was unknown what surgical task the surgeon was performing, but the incident happened within 10 minutes of the procedure. The instrument was not removed when the fragment fell. There was no post-operative tests ordered from the surgeon. The patient was released.